Event description:
The pt received his trial scs system on (B) (6) 2009. It was reported that shortly after the surgery the pt was feeling pain in his upper back and overstimulation. Reprogramming was attempted and the physician repositioned the leads, but these were not successful in alleviating the problem. The leads were reportedly explanted on (B) (6) 2009 and returned to ans for eval. No additional info is available.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Two leads of the same lot number were returned. One lead passed continuity testing, but the channel measured intermittently "open" when the stimulation end was stressed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.